Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a home pd system kaguya set. This occurred during the final drain of peritoneal dialysis (pd) therapy. The leak was further described as ¿bottom of the front door of kaguya was wet¿. There was no observed leak from the cassette tube or heater bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a home pd system kaguya set. This occurred during the final drain of peritoneal dialysis (pd) therapy. The leak was further described as ¿bottom of the front door of kaguya was wet¿. There was no observed leak from the cassette tube or heater bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.